Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently, the patients received more unspecified IV fluids than intended. The cair clamps on the primary and secondary tubing sets were being used to regulate the flow. The secondary tubing sets were connected to the upper clave y-site of the primary tubing sets. The customer contact reported the secondary solution containers were raised higher than the primary solutions containers and the nurses indicated that after opening the cair clamp on the secondary tubing sets, the flow was unable to be regulated. It was reported the nurses closed the cair clamps on the secondary tubing sets and reportedly closed and opened the cair clamps on the primary tubing sets. The cair clamps on the secondary tubing sets were then reopened. After unspecified lengths of time in use, the nurses noted unrestricted flow from the secondary and primary tubing sets. There were no reported adverse patient effects. No medical interventions were reported. Through requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device information letter dated september 20, 2007.